Manufacturer narrative:
The referenced debridement on (B)(6) 2017 was reported under medwatch MFR report #2916596-2017-00692. The referenced debridement procedure on (B)(6) 2017 was reported under medwatch MFR report #2916596-2018-00036. (B)(4). Uf/importer report number (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that driveline culture was found positive for pseudomonas on (B)(6) 2017 and underwent debridement on (B)(6) 2017. The patient had undergone a previous debridement procedure on (B)(6) 2017 for (B)(6). The infection was treated with cipro and doxycycline. The had poorly controlled diabetes. A user facility medwatch was received that states: patient is a remote lvad patient with chronic driveline infections of pseudomonas and has undergone 2 prior debridements with treatments of cipro and doxycycline per ID recommendations. Patient had poorly controlled diabetes. Dr. (B)(6) saw the patient in clinic and decided another debridement was warranted. She was involved in a mvc on the way to the hospital to be admitted. She was cleared by the ed. Surgery was performed on (B)(6) 2017. Cultures were sent and ID was consulted. Blood cultures were negative, but tissue and wound cultures were positive for pseudomonas and corynebacterium, resistant to levaquin. Antibiotics were recommended for 6 weeks. Surgical wound needed to be packed with dakins, wet to dry bid. She was sent home with well controlled blood sugars and increased insulin dosing.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.